Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the synflate burst in situ during a surgical procedure to treat a fracture at thoracic vertebra levels 10/11. The device reportedly been filled according to the pressure/ml indications per the synflate manual. Another synflate device was used to complete the procedure. There was no harm to the patient and the procedure was completed successfully. The patient¿s outcome was reported as ¿excellent.¿ the surgery was delayed by approximately three minutes due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Additional device product code- ndn. Device is an instrument and is not implanted/explanted. (B)(6). Device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.